Event description:
It was reported that a 3 l dual eva bag leaked after it was filled with parenteral nutrition solution (baxter-compounded) and before patient use. The reporter stated that this occurred when the device was ¿activated¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.